Manufacturer narrative:
The calibration and qc data do not point to a general instrument or reagent issue. The investigation reviewed the customer's handling of patient samples. The target draw volume was 3.5 ml and the sample draw volume was only 1.84 ml. The investigation noted that the tubes are designed to collect a predetermined quantity of blood in order to achieve a correct blood-to-additive ratio. An incorrect blood-to-additive ratio may lead to inaccurate test results. Furthermore, a short sample volume can cause evaporation and abnormal aspiration. The investigation reviewed the analyzer's camera pictures. The pictures do not reflect the relevant time and also no sample foam detection (sfd) images related to troponin t pipetting have been provided. The investigation noted that there was dust in the wheels of the active gripper. The dust could fall into the sample and may cause falsely elevated sample results. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer¿s cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration data. The results were within the specified ranges. The investigation reviewed the qc data. The results were within the specified ranges on the day of the event. The investigation reviewed the alarm trace. There were no issues noted. The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2023: at 8:51 pm, the initial result of the first sample from the analyzer was 24.9 pg/ml. At 9:47 pm the result of the second sample from the analyzer was 7.87 pg/ml. At 11:00 pm, the result of the third sample from their other analyzer was 8.01 pg/ml. On (B)(6) 2023: at 12:53 am, the repeat result of the first sample from the analyzer was 9.30 pg/ml.